Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that a red alert was received due to right ventricular (rv) coil impedance >200 ohms. The patient was found dead at home. The date of death could not be confirmed. It was unknown if the alert was triggered post mortem. Device interrogation revealed no therapy was delivered from the device. Cause of death is unknown. It was unknown if there was an allegation from the physician that the death was related to the rv lead high impedance. The patient was not pacemaker dependent. An autopsy will not be performed. No additional information was provided.

Manufacturer narrative:
Corrected information: sex .

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.